Event description:
Since implantation of abs device, pt has had 2 episodes of constipation with an episode of fecal impaction at two yrs. The journal article indicated that a (B)(6), woman, was hospitalized with severe anorectal trauma with fecal incontinence. Pt indicated an improvement in fecal incontinence with abs implant. The pt has had 2 events of constipation and one event of fecal impaction at 2 yrs. No add'l info was provided in the article.

Manufacturer narrative:
This info is sufficiently included in our labeling and risk documentation. Unable to confirm if the event is related to a device malfunction, device has not been returned for analysis. Info from the journal of surgery; no add'l info available. No conclusion can be drawn at this time. Journal of surgery (online version issn 0718-4026), doi 10.4067/s0718-40262009000400008, dr. Ocara misael, gino caselli, caselli bruno, claudio benavides, laura flores.